Event description:
Litigation alleges patient had pain, discomfort, metallosis, pseudotumors, stiffness, inflammation, chromium and cobalt metal toxicity and lack of mobility after asr hip implant.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 11/29/2016 clinical der states patient was revised to address pain and stiffness. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.